Manufacturer narrative:
H3) the control board was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The board passed visual inspection. Then the board failed system testing, unable to fully boot up. There was a communication error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2, h3) correction: while servicing the imaging system, the system control board was replaced to restore functionality. Continuation of d11: pn: bi30000145r, ln/sn: (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A medtronic representative went to the site to test the equipment. Testing revealed that the system control board and the generator cover was adjusted to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: bi-500-01093, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the imaging functionality displayed a red x. It was reported that the imaging system was powered on and initialization was completed. The imaging system was then plugged into the viewing station of the imaging system, the transport brake button was pressed and the issue then occurred. Hard restarts as well as disconnecting and reconnecting the lemo did not restore functionality. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated as part of the investigation. Analysis found that the issue was unrelated to the software of the imaging system. The software of the imaging system functioned as designed. If information is provided in the future, a supplemental report will be issued.